Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician was attempting to use a resolute onyx drug eluting stent to treat two lesions in the prox cx with average tortuosity. First lesion exhibited 70-90% stenosis, the second lesion 50-70%. Device was inspected, no issues noted. Both lesions were pre-dilated. During the procedure the stent crossed the first lesion on the first attempt, but not the second lesion. Resistance was noted, moderate force was used. When the stent was removed, the physician noticed that several struts were raised at right angles to the main profile of the stent. Stent catheter had been removed and re-inserted before the stent damage was noted. No attempt was made to cross the lesion after the stent damage was noted. Procedure was completed with one stent implanted in the cx and one stent in the left main. Post procedure the patient was kept for monitoring for 24hours. Patient was fine. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Product analysis: the distal tip was damaged. There were two raised struts on the most proximal wire wrap. A protective sheath with similar dimension to the sheaths used during manufacturing could not be place over the stent due to the raised struts. There was a kink evident on the distal shaft 17.5 cm proximal from distal tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.